Event description:
It was reported that the laser made a noise and then the screen displayed red. Error log showed error 504. The physician was unable to use the laser for the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that the laser made a noise and then the screen displayed red. Error log showed error 504. The physician was unable to use the laser for the procedure. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Upon receipt of the case report and work order for the console, a thorough review was performed. The allegations were confirmed, as the controller, bricks, and blast shield were damaged. These components could have caused or contributed to the reported event. There were no manufacturing or design issues found; therefore, the cause was traced to component failure.